Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby2739 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the provena catheter had a leak at the upper hub and extension tubing. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed and additional information regarding this type of complaint is contained in 3006260740-12-21-2017-001-c (z#-tbd). One 4fr d/l powerpicc provena was returned for investigation. The d/l tubing extended 57cm from the distal end of the bifurcation. It appeared that the catheter length was never modified. Evidence of use was observed on the sample. A tacky residue was observed on the extension legs and bifurcation. The video provided with the physical sample showed the proximal end of the bifurcation, extension legs, and connectors while in use. In the video, fluid leaked from the distal end of the red connector. The physical sample revealed a breach in the extension leg within the distal end of the red connector. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) of reby2739 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the provena catheter had a leak at the upper hub and extension tubing. No patient injury reported.